Manufacturer narrative:
Investigation summary: (atrial fibrillation, thrombosis/thrombus): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms (pulmonary edema, hemorrhage/bleeding, pericardial effusion): the cause of the injury was not determined due to insufficient clinical details. Peri-procedural adverse event: the cause of the peri-procedural adverse event was not determined due to insufficient clinical details. Device history lot: device batch: 1894050. Device history batch: subcomponent lot: na. Device history review: the pump (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "I believe this patient was transferred. There is no further information available."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was placed onto impella 5.5 support for off-pump coronary artery bypass. While on support, patient went into atrial fibrillation then went back in to normal sinus rhythm. A few days later it was reported that a computed tomography scan was done, scan revealed large pericardial effusion (hemopericardium), moderate pleural effusion, and hemothorax. Furthermore, the patient went back for washout, evacuated 1l of blood/clots. The patient went into atrial fibrillation with rapid ventricular response, was given amio bolus and started drip. Cardioverted x2 which was unsuccessful so an additional amio bolus was given. The patient was later successfully explanted and survived.